Event description:
Stryker was performing preventative maintenance and observed that the device had a broken therapy connector. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. It was observed that the therapy connector was broken. After replacing the therapy connector and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.